Event description:
The user facility biomedical engineer reported their automated impella controller (aic) was being set up for a procedure when the team inserted the cassette and discovered the gray piece that the purge discs plug in to came off. It separated from the wire behind it. The instructions for use were followed and a back up aic was used. There was no patient involvement.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issue has been completed. The device and the data logs were returned for evaluation. The data logs showed that upon inserting the purge cassette, the console received the case start: purge fluid not detected error, which indicates the blue purge retainer was most likely broken and came off from the aic, later case start cancelation has been confirmed. This aligns with the reported failure. The console was tested on an engineering lab bench. Upon visual inspection, it was confirmed that the blue purge retainer and the flag were broken. Therefore, the root cause for the broken blue purge retainer was due to the defective component.